Event description:
A user facility reported to an olympus, a clip was stuck in the channel on the evis exera iii colonovideoscope. Upon inspection and testing of the returned unit, insufficient cleaning (handling issue) was discovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the lens guide cover glass was scratched, suction cylinder deformed, suction - cover scratched, universal cord coat peeling, suction case was scratched, up/ down and right/ left knob was scratched, biopsy channel had foreign objects, switch box was scratched, s-doby was scratched, grip was scratched, flexibility adjustment ring was scratched, protecto was scratched, switch 1 was scratched, suction cylinder discolored, charged coupled device (ccd) lens scratched ¿ lens guide bundle had breakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed, as the reported event was concluded to have not actually occurred. The event was presumed to have been a clip becoming stuck in the biopsy channel, which was further presumed to have been due to the following: ·since clip jaw opened while retrieving, the clip was stuck in biopsy channel, including mount unit. ·since there was no compatibility between non-olympus cleaning brush used at facility and device, it was difficult to discharge the clip. The user can prevent/detect the suggested event during inspection prior to use since the instructions for use (IFU) states as follows: "operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Operation manual: 4.2 insertion: air/water feeding and suction: suction: if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to "inspection of the suction function¿ on page 68, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.